Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they tried for 4-5 months to use the stimulator after it was put in but it didn't help them. The patient hadn't used it since. It was mentioned that three years ago they had vertigo and wanted an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their contact info and stated that the questions are not possible for patient to answer because they only used it 4-5 months and they could never get it to work for them. Patient called for some information about MRI compatibility. Patient would rather answer the questions over the phone. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. Caller reported that device wasn't working and it wasn't on. Caller didn't have further details about this, patient just reported ins wasn't working and never worked for them since implant. Tss suggested that patient sees hcp to discuss next steps. No further complications were reported/anticipated.